Event description:
An end user reported an issue with a stf 4f m.I. Kit 45cm nt/t echo s. During a procedure, the introducer broke inside of the patient. No further details were provided. Exact lot number was not provided. Potential lot numbers listed based on shipping date.